Manufacturer narrative:
The investigation determined that lower than expected vitros gent and vanc quality control results were obtained from two different lots of vitros tdm pv3 controls on a vitros 5600 integrated system. The assignable cause of the event is unknown. An instrument issue cannot be ruled out. The customer performed maintenance on the instrument changing the photometer lamp, metering proboscis and recalibrated using fresh reagent packs. Following these maintenance actions, acceptable gent and vanc quality control results were observed. However, a pre-maintenance vitros within-run precision test was not performed; therefore, an instrument related issue cannot be ruled out. No direct evidence of a reagent issue could be confirmed or ruled out as a contributor to the event. Finally, improper pre-analytical sample handling of the vitros tdm pv fluids cannot be ruled out as a possible contributing factor. The assignable cause of the event is unknown.

Event description:
A customer observed multiple lower than expected vitros vanc and vitros gent quality control results on two different lots of vitros tdm pv3 controls on a vitros 5600 integrated system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. No patient samples were processed during the timeframe the quality control results were unacceptable, however, the investigation could not confirm that patient samples would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report is number one of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).